Manufacturer narrative:
Age of time of event: (B)(6). (B)(4).

Event description:
Same case as: 2134265-2014-01066, 2134265-2014-01097. It was reported that the motor drive unit was unable to perform pullback. The 60% stenosed lesion was located in the non calcified lesion and moderate tortuous focal left anterior descending artery. The ilab motor drive unit was used in conjunction with a atlantis sr pro intended to visualize the lesion. It was noted that during procedure the motor drive unit was unable to perform pullback. Automatic pullback was attempted 3 times and manual pullback was performed once then lost image occurred. Procedure was completed with another with the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: the unit was received in good condition with no visible damage or defects observed. The unit meets specifications for functional test and successfully underwent a continuous burn-in overnight. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2014-01066, 2134265-2014-01097. It was reported that the motor drive unit was unable to perform pullback. The 60% stenosed lesion was located in the non calcified lesion and moderate tortuous focal left anterior descending artery. The ilab motor drive unit was used in conjunction with an atlantis sr pro intended to visualize the lesion. It was noted that during procedure the motor drive unit was unable to perform pullback. Automatic pullback was attempted 3 times and manual pullback was performed once then lost image occurred. Procedure was completed with another with the same device. No patient complications were reported and the patient's status is fine.